Event description:
It was reported that during the generator change out a small surface insulation abrasion was noticed. It was also noted that there was significant variability in impedance on the high voltage coils. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.